Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported pulling residual insulin out from old cartridges and puts into a separate vial of insulin. Customer was informed that cartridges should be filled with new insulin per the user guide. Customer changed pump supplies to address the issue. Customer's blood glucose was in 200-324 mg/dl range.